Event description:
It was reported that the patient reported in-clinic for follow-up. Upon review, over-sensed noise was noted on the right ventricular (rv) lead. Programming changes were performed. The patient¿s condition was stable and will further be monitored.